Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: on investigation, the alleged intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found two occurrences of power on reset when clearing watchdog error alarms. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Battery cap contact height and width measurements were within specifications. Pump casing was opened and there was no evidence of moisture intrusion or loose components inside the pump. Unrelated to the complaint, the display was found to be dim and discolored. The battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the pump powered on with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.